Event description:
On (B)(6) 2011, pt had bilateral implantation of medtronic dbs for dystonia. She had entire removal of previous dbs system. On (B)(6) 2011, she was taken back to the operating room to revise her dbs pulse generator, due to worsening dystonia of the left side and extremely high impedance in the right lead. Right extension lead was disconnected from pulse generator. It was then cleaned off, reinserted and re-secured. At this time lead impedance was rechecked and noted to be normal.